Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system database synchronization was failed. A technical support specialist applied the workaround script by acquiring the hotfix from eft and remotely accessing the impacted devices via bomgar. After modifying the sql script by setting @truncateflag to 1 and executing it through sqlcmd, the tss restarted the maintenance service. These steps were repeated for affected device. Additionally, after pushing the ecc curves package and rebooting the station, the tss was able to dial in successfully. The tss then applied the manual fix from knowledge article, which resolved the issue. The database was at 6.4gb and has started to decrease. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device got glitched during removal of fentanyl and midazolam medications. The customer reported that there was a delay and occurred while the dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device got glitched during removal of fentanyl and midazolam medications. The customer reported that there was a delay and occurred while the dispensing the medication. There were no adverse events or injuries reported based on this event.